Manufacturer narrative:
The device was received by spacelabs healthcare and evaluated by a equipment service center technician. The technician identified that the unit had a faulty fan on the video card. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device. The reported failure was due to a faulty fan on the video card.

Event description:
The customer reported that while monitoring patients on a xhibit central station, the device would shut it self down every fifteen minutes. There was no patient or user harm associated with this event.